Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng; inratio: 6.4; 1.9; (B)(6) 2011; 6.2. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 6.4; 2nd inr: 1.9; mean: 4.15; sd: 3.18; %cv: 76.67. The 6.2 inr result was excluded from comparison test since no corresponding reference or repeated inratio value was provided. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on (B)(6) 2011, revealed that result comparisons met precision criteria. Investigation results for retained strip lot #248203: donor 54: 1st inr: 3.2; 2nd inr: 3.2; 3rd inr: 3.2; mean: 3.20; sd: 0.00; %cv: 0.00. Donor 55: 4.2; 4.2; 4.0; 4.13; 0.12; 2.79. %cv for both donors are less than 16%. No further investigation will be pursued. (B)(4). Action threshold (B)(4) was reached. From 08/19/2010 to 07/05/2011, eighteen therapeutic and three normal donor tests have been performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.